Event description:
Refrence number (B)(4). Event occured in saudi arabia. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026, with the leak observed at the insertion site. The infusion set was on its first day of use. No further information is available.